Manufacturer narrative:
(B)(4). Batch #: u5at6w. Device analysis: the analysis results found that a tlc10 reload was received with the left gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, after the 1st firing, it was found one of the gripping surface was broken off. The broken pieces were found in the garbage can, and no pieces were left in the patient. The same device was used as it is to complete the case. There were no adverse consequences to the patient. No further information is available.